Event description:
The account reported the brakes are not holding on the head end of the stretcher. The stretcher is located in the mechanical room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
The technician found a broken bar on the brake linkage. The technician installed a brake steer upgrade kit to resolve the issue. Based on this information, no further action is required.